Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up with technical support and no further actions or outcomes were documented.